Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a patient notifier alert. Upon review, the right atrial lead exhibited high impedance, low sensing, and no capture. Some noise was seen on an egm but could not be reproduced. The lead would continue to be used for sensing and the patient would continue to be monitored.